Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this implantable lead microdislodged shortly following implant and was repositioned. Subsequently, during discharge, the patient complained of diaphragmatic stimulation. The pacing threshold was elevated with a fluctuating sensitivity and pacing impedance. An x-ray was performed which indicated no dislodgement. Therefore, this lead was repositioned a second time onto the septum which resulted in good measurements. Currently, this lead remains implanted and in service. No adverse patient effects reported. Should additional information becomes available this event will be updated.